Event description:
Customer called stating high blood glucose and after checking realized there was a no delivery alarm on the display but did not receive an audible alarm. Customer did not remember dropping, bumping or exposing the unit to moisture.